Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the torque wrench revealed minor wear. Torque testing found the device to be above specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The torque wrench has a potential field age of over 5 years. Although not proven, the most probable root cause for the over-torquing of the wrench can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damaged instruments on site. Assumed from predecessors.